Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one image was received from the field showing the device to be in cobra shape on the operation table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 11mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During first deployment, the first disc showed a formation of cobra. The 11mm device continuously showed bulging upon retrieval (outside patient) and it was not usable despite waiting for it to regain its supposed shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 11mm amplatzer septal occluder was chosen and completed the procedure smoothly with no adverse or delayed effect. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.